Event description:
It was reported that the customer received failed self test alarms daily. Advised customer to return broken pump for analysis. The customer's blood glucose level was unknown. Nothing further reported.

Manufacturer narrative:
Unit alarmed rf pic failed self test alarm during self test due to faulty y1 at rf board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.